Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that insulin pump had motor error alarm and reservoir leak at o ring. Customer¿s blood glucose was 147 mg/dl at the time of incident. Drive support cap was normal. Customer was able to clear the alarm but unable to rewind the insulin pump. The insulin pump will be and reservoir will not be returned for analysis.